Manufacturer narrative:
UDI - unknown due to the lot number being unknown. (B)(4). The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted in response to user facility medwatch report # mw5071432 was received from the FDA on august 23, 2017. The event description states the following: femoral artery obstruction followed within a day after use of angioseal after catheter insertion for coronary artery stent insertions.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide patient & device codes that were not able to be selected in the initial report & to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Based on the description of the complaint, there were no issues with the functional deployment of the device experienced by the user. However, complete vessel occlusion was noted one day after the procedure. It is likely, the user either deployed the collagen in the vessel, which led to occlusion or sandwiched the two vessel walls together during the deployment steps without realizing it. The root cause of those issue stem from user error with the device. The instructions for use speak tot eh need to "monitor the patient (for at least 24 hours) for signs of vascular occlusion and the risk of collagen deposition into the artery. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.